Event description:
A pt reported experiencing inaccurate high results with an ot ultra meter. The pt's blood glucose was 169 mg/dl and 124 mg/dl within 10 minutes, with 27% difference. Pt did not experience any adverse events. No further info has been reported.